Event description:
It was reported via repair work order that the zoom drive accelerates too quickly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom drive accelerates too quickly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This has been included in this supplemental report. Additionally, upon completion of the manufacturer's investigation it was determined that the zoom drive was intermittent.